Manufacturer narrative:
Eval summary: the analysis showed that the atg45 device was rec'd with the articulation gear damaged. The device was rec'd with a cartridge loaded in the device; the cartridge was rec'd fully loaded with staples. The returned device was found to be non functional. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were found damaged. In addition, the left side of the articulation gear teeth was found broken. No functional tests could be performed due to the condition of the device. However, the returned cartridge was tested for functionality with a test device and it fired conforming.

Event description:
It was reported that during an lar procedure, the device could not fire. Another device was used to complete the case. There was no adverse consequence.